Event description:
Patient presented to the physician with erosion at the sense lead incision and a short portion of the lead extruding from the incision. The physician prescribed clindamycin and mupiricin. The physician removed the device on (B)(6) 2020.

Event description:
Physician reported that the sensor tip was left behind in the patient during the removal surgery on (B)(6) 2020.